Manufacturer narrative:
This supplement report is being submitted to provide the correction to the initial emdr corrected fields ; h11 updated fields: h2,h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: cable unit is deteriorated based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the camera head image was not visible. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, due to poor water-tightness of cable unit, water tightness was lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.